Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and flow rate testing. A blood-like substance was noted on the catheter shaft just proximal to electrode 1. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
Manufacturer report number: 3008452825-2021-00576. During the persistent atrial fibrillation procedure, after mapping, eepvi started from lpv. During lpv ablation, the impedance continued to rise by about 20-30 seconds after the start of rf delivery, when the catheter was removed, a thrombus was noted to be attached to electrode 1. The thrombus was wiped, and the procedure was continued. Despite wiping the thrombus from the catheter, the impedance continues to rise after several rf deliveries, so the catheter was replaced and the procedure was continued. After a while, the impedance began to rise again and a clot was again wiped from the tip of the second catheter, an impedance error then appeared. The cable between the tactisys and the ampere was changed with no resolution. The ampere was replaced and the procedure was completed with no adverse patient consequences.